Manufacturer narrative:
Qn#(B)(4). The product was not returned for investigation. The customer pictures and they were reviewed. The lot number (16f22e0118) identified the picture matches the lot number reported on the complaint file. Additionally, the pictures showed a portion of the pacing catheter with the connection point between the catheter body and extension wires; however, no visible damage, abnormalities or disconnection was noted. The reported complaint could not be confirmed after the review of the pictures. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The risk is acceptable. The reported issue cannot be confirmed because the sample was not returned for investigation to teleflex chelmsford. The complaint will be monitored for any developing trends. The reported complaint that "disconnect inside the insulator, between catheter and electrode" is not able to be confirmed after the review of the customer pictures provided with the complaint report. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during use on a patient, "disconnect inside the insulator, between catheter and electrode". The issue was resolved as "the nurse used tape to round on it for better connection and avoid disconnect". No patient harm or injury. The patient status is reported as "discharged".